Event description:
The event occurred on an unspecified date and involved a spinning spiros® closed male luer, red cap that came apart from the extension set during patient use. The customer reported the product malfunction occurred with the use of a bonded spiros trifuse extension set, ch3700. There was patient involvement and unknown human harm.

Manufacturer narrative:
The device is expected to be returned for evaluation, however, it is not yet received.

Manufacturer narrative:
The complaint of disconnection / loose connection on item ch2000s-c cannot be confirmed. Since no product samples, pictures, or videos were received for investigation. Without the return of the used sample, a comprehensive failure investigation cannot be performed and a probable cause cannot be determined. Lot history review was performed and no non-conformities were found that would have led to the reported condition on the complaint.